Event description:
It was reported that ongoing occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy without requiring third-party assistance. Customer changed pump supplies and continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.